Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet generated multiple alert 38 motor stall alarms, including one following a meal announcement, and subsequently could not perform a rewind despite an attempted dry supply change, which led to shipment of a replacement device; the highest reported glucose during the incident was 297 mg/dl, and the user was able to continue with backup therapy and cgm use. Symptoms included no reported clinical symptoms. Outcomes included non-medical assistance from caregivers and no medical intervention or hospitalization. Investigation included troubleshooting over the phone, confirmation of device and shipping information, and instruction on shutdown to prevent further alerts. Investigation of this device revealed a motor stall with inability to rewind, consistent with a pump motor or drive malfunction preventing normal operation. It was concluded, based on previously established findings for similar reports, that the cause was a device mechanical malfunction related to the motor drive system.